Event description:
Revision of head and liner due to persistant pain.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports of pain against the product and lot code combinations since their release to distribution. Review of provided patient x-rays by a depuy base business engineer was not able to conclusively confirm the reported observation. The stem appeared a good fit as well as properly aligned. The cup alignment also appears normal. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.